Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via device analysis. Additionally, the reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported loss of fluid column was unable to be determined. The reported failure to advance was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was being performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared as per the instructions for use. During the procedure, the device was unable to advance. The sgc was removed and flushed and reprepared, at which point the column was lost. They physician attempted this four times, with the same issue occurring. A new sgc was selected to complete the procedure. Two clips were implanted reducing mr to grade 1-2.